Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the united states; however, it is similar to a device sold in the united states. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. It should be noted that instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. The IFU deviation does not appear to have contributed to the reported balloon rupture. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuous and calcified lesion in the distal right coronary artery (rca). The 2.50x12mm nc traveler balloon dilatation catheter was prepared for use inside the patient anatomy. The balloon ruptured at 6 atmospheres during the first inflation. The procedure was completed using a new device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.